Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error. Advised customer to return pump for analysis. No blood glucose readings provided. No further information provided.